Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 7021016/3128643, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom of redness was noted. The physician believed that infection was not device related, but the cause was unknown. The patient was given antibiotics and was explanted.